Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine two week post operation check-up. Upon device interrogation, the left ventricular lead exhibited loss of capture. The lead had dislodged. The patient was asymptomatic. The lead was explanted and replaced on (B)(6)2015. The patient was fine post procedure.